Manufacturer narrative:
The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported that the patient¿s implantable cardiac monitor (icm) had loss of sensing. No intervention performed was reported. No patient consequences was reported.